Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The valve coil and expiratory channel printed circuit board pcb have been replaced to resolve the issue and sent back for investigation. The returned parts have been tested in a ventilator. They passed the pre-use check. No abnormal found during ventilation for 24 hours. They passed another pre-use check after ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).